Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Of note, multiple patients/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The overall baseline age of the patients was 64 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Possible models could include: 6944 or 6947. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿performance of the linox implantable cardioverter defibrillator leads: a single-center experience.¿ pace - pacing and clinical electrophysiology. 2019; 42(12):1524-1528. Doi: 10.1111/pace.13816. If information is provided in the future, a supplemental report will be issued.

Event description:
The publication received was a review comparing implantable cardioverter defibrillator (ICD) leads from multiple manufacturers. There were no patient/product specifics referenced for this manufacturer; however, there were non-specific ¿failures¿ noted. There was no indication of any treatment/resolution. The status/disposition of the lead is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.